Event description:
Patient admitted on 3/18/94 for sick sinus syndrome. On 3/21/94 patient to operating room for implantation of dual chamber pacemaker. At 9:00 pm. Patient experienced episode of noncapture of pacemaker. On 3/22/94 patient returned to the operating room for revision of pacemaker lead. Timed ventricular lead removed. New screw-in ventricular lead placed.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.